Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient needed help turning the device off. Pt reported they had the implant turned off for several years. Pt noticed it was active again because they could feel the tingling and it started to hurt and pt felt pain which was the reason why pt had it turned off. Pt said the issue was about 3 years ago and pt turned ins off. Pt never charged the implant. Pt reported thyhad been hacked: their tv, computer, phone and everything. The person who hacked them has a degree in electrical engineering. At the same time, a few days after the hack, 3 weeks ago, pt started noticing the implant got turned on/activated on its own. At first pt thought it was their stress but pt took care of a lot of things but it kept happening. Pt had been feeling it on and off. Certain positions are nice and quiet but if pt moved a little, all of a sudden pt felt pain and the power started going all over it. When pt was in bed the sensation did not come on at all. After pt got up, it started to build and went full strong and it was hurting. There was pain. And the pain was not mental, it was physical pain, pt could feel it. Pt also noticed when pt went to their friend's house4 houses down , friend's phone had a red light and pt wondered how the phone knew pt was there and the only thing pt could think of was the stimulator. Their friend's phone also beeped when they walked by pt's house. On the call had pt use the programmer and recharger. Pt got poor communication screen and reposition antenna screen. Reviewed their implant was in possible overdischarge. Reviewed the implant would not turn on on its own and there was no way of anyone hacking it. Asked if pt had any falls/trauma. Pt said yes, they had a fall and broke ribs, on the same device, that area was swollen. The fall was in november but the issue of implant turning on did not start until 3 weeks ago.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.